Event description:
Same case as MDR ID: 2134265-2015-02645, 2134265-2015-02822. It was reported that a burr became stuck on wire. The stenosed target lesion was located in the moderately tortuous and severely calcified lesion. A 1.50mm rotalink¿ plus and 330cm rotawire¿ were used and advanced to treat the target lesion. When trying to remove the burr, it was noted that the burr got stuck on the rotawire. The devices were removed as a unit and it was then noted that the burr could be removed from the rotawire outside the patient. Another 1.50mm rotalink¿ plus and the same rotawire were introduced to the lesion, however it was again noted that the burr was stuck on the rotawire. After it was removed as a unit outside the patient, it was noted that the burr could not be removed from the rotawire. The procedure was completed with another of the same device. No patient complications were reported and the patient's condition was good.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. A guidewire was running through the device and was returned connected together. A visual examination of the complaint unit was carried out and dried saline was noted on the burr. The guidewire could not be removed from the rotablator plus unit due to the dried saline. The burr was soaked in warm water to remove the dried saline. The guidewire was removed from the device without any issue. The burr was microscopically examined and no damage was noted with the annulus of the burr. No issues were noted with the exposed brass on the plated back half of the burr. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Same case as MDR ID: 2134265-2015-02645, 2134265-2015-02822. It was reported that a burr became stuck on wire. The stenosed target lesion was located in the moderately tortuous and severely calcified lesion. A 1.50mm rotalink plus and 330cm rotawire were used and advanced to treat the target lesion. When trying to remove the burr, it was noted that the burr got stuck on the rotawire. The devices were removed as a unit and it was then noted that the burr could be removed from the rotawire outside the patient. Another 1.50mm rotalink plus and the same rotawire were introduced to the lesion, however it was again noted that the burr was stuck on the rotawire. After it was removed as a unit outside the patient, it was noted that the burr could not be removed from the rotawire. The procedure was completed with another of the same device. No patient complications were reported and the patient's condition was good.

Manufacturer narrative:
(B)(4). Age at time of event: 18 years or older (B)(4).